Event description:
It was reported that a malfunction occurred on the pump, and there were no notable events leading up to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump; however, the customer did not have charging supplies with them at that time and agreed to follow up later. Cts performed pump reset and malf did not recur. Customer may continue to use pump.